Event description:
Additional information was received reporting when the lens was implanted one of the haptics was torn off.

Manufacturer narrative:
The product was not returned. Product history records were reviewed and the documentation indicated the product met release criteria. The customer indicated the use of a qualified (d) cartridge, iii handpiece and viscoelastic. Cartridge product history records could not be reviewed because the reporting facility did not provide a lot number or any identification traceable to the manufacturing documentation. The product investigation could not identify a root cause. The manufacturer internal reference number is: (B)(4).

Event description:
Additional information was received reporting when the lens was implanted one of the haptics was torn off.

Manufacturer narrative:
The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
The lens was returned positioned incorrectly in a #78(iw) lens case. Solution is dried on the lens. One haptic is broken in the gusset area (returned). The optic is torn/split/cracked into two pieces. Two used iii (d) cartridges were returned for evaluation. Used iii (d) cartridge #1: an inadequate amount of viscoelastic was observed in the cartridge. The cartridge shows evidence it was placed into a handpiece. The nozzle is cracked behind the parting line on the right side. As the damage progresses into the thinner tip the material splits. Used iii (d) cartridge#2: no viscoelastic was observed in the cartridge. The cartridge shows evidence it was placed into a handpiece. The tip has stress starting behind the parting line in the thicker nozzle area. Iol product history records were reviewed and the documentation indicated the products met release criteria. A qualified handpiece and viscoelastic were indicated. The lens and two used iii (d) cartridges were returned separated. The lens was returned inside the lens case. Both cartridges have evidence of use. It is unknown which cartridge was used with the returned lens. One of the returned cartridges is cracked in nozzle behind the parting line on the right side. As the damage progresses into the thinner tip the material splits. The root cause for the reported event may be related to a failure to follow the dfu. An inadequate amount of viscoelastic was observed in both used cartridges. The dfu instructs to fill the cartridge with viscoelastic before loading the lens. Not adequately filling the device with viscoelastic will result in inadequate coverage of lens and the lens fold path with ovd, which may result in product damage or delivery issues. The damage to the cartridges started in the thick wall cone area of the nozzle. Unusually high internal forces would be needed to create damage in this area. The two distinct areas of damage would indicate a progressive change that occurred as the lens was advanced. This type of damage typically occurs if the lens is not positioned correctly for advancement; if there is a lack of viscoelastic between the lens and the cartridge lumen; if the lens is advanced too rapidly or if the handpiece plunger is not positioned correctly at the trailing optic edge. If the handpiece plunger is not positioned at the trailing optic edge it can allow the lens to fold around the plunger tip making it too large to correctly advance through the narrow tip of the cartridge, which could cause damage to the tip or the lens. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Evaluation summary: investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A customer reported an intraocular lens (iol) broke into three pieces. There was patient contact but no reported patient impact. The procedure was completed using a backup lens. Additional information was requested.

Manufacturer narrative:
The manufacturer internal reference number is: (B)(4).

Event description:
Additional information was received reporting when the lens was implanted one of the haptics was torn off.